Event description:
It was reported that the defibrillator had a "report error". There was reportedly no patient involvement.

Event description:
It was reported that the defibrillator had a "report error". There was reportedly no patient involvement. Further information was provided that "the customer asked how to do self inspection, the equipment is normal".

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.